Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. Patient was under (B)(6) years old, which is off-label usage of the device. On (B)(6) 2022, the patient developed a rash, redness, and pimples. The reaction extended a significant distance past the sensor patch. The reaction was treated with an unspecified prescription topical cream. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).